Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of noticing that blood glucose was elevating, and when removing infusion set, cannula was not bent. Custmer reported of not receiving a no delivery alarm. Customer's blood glucose was 523 mg/dl. Infusion set would be replaced. Customer declined troubleshooting for high blood glucose.